Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed white, soft deposition in the outlet stator. The deposition was loosely seated and did not appear to have originated in this location. Although there was no evidence of lamination or denaturing, contact marks were present on the outlet portion of the rotor, indicating that a deposition may have been present during pump operation; however, a duration in which the deposition was present in the pump and a cause for the formation of this deposition could not be determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine transplant on (B)(6) 2015. During the manufacturer''s investigation of the returned pump, a deposition was found on the outlet stator.